Event description:
It was reported that the left ventricular lead exhibited high impedance. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).